Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported mobile system blood glucose result of 28.8 mmol/l and 12.9 mmol/l within 10 minutes. Reported different day mobile system blood glucose results of 18.3 mmol/l, 6.9 mmol/l, 5.8 mmol/l, and 6.2 mmol/l within 10 minutes. Reported no adverse event. A request was made for the return of the meter and strips, replacement sent.